Manufacturer narrative:
Concomitant medical products: product ID: dtbb1d4 crt-d, date of implant (B)(6) 2017; 5076-52 lead, date of implant (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a high threshold on the left ventricular (lv) lead, and that t-wave oversensing (twos) was observed on the right ventricular (rv) lead. The leads remain in use. No patient complications have been reported as a result of this event.